Event description:
Pt was found in a sitting position on the floor with the restraint still around her waist and tied to the bed. Staff attempted to arouse her, but the pt was nonresponsive and had no pulse, blood pressure or respiration.